Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sternum infection with sepsis. The patient suffered from a wound infection of the sternum which was progressive and was followed by sepsis. There were no device issues and no driveline and/or device infection. The pump operated as expected. The outcome was not considered device or therapy related. An autopsy was not performed.

Event description:
The cause of the sternal infection was determined to be due to a post implant infection starting on (B)(6) 2019 with positive blood cultures for staphylococcus and corynebacterium. The infection was not related to the pump.

Manufacturer narrative:
Section b5: onset of infection is reported under manufacturers reference number 2916596-2023-03906. Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.